Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a four leads from the same lot number. It was reported the pt had her scs system removed because it was not provided effective stimulation therapy. The pt could not recall the exact explant date. No further info is available at this time.